Manufacturer narrative:
The device was received by the manufacturer, however, the device did not display any fluid leakage during simulated-use evaluations. The complaint could not be replicated.

Event description:
It was reported that during a surgical procedure, the microdebrider handpiece leaked saline from where the cutter connects to the handpiece. The procedure was completed with this device, without causing a clinically relevant delay. There was no patient or user injury reported, and no adverse consequences alleged.